Event description:
A discordant, falsely elevated intact parathyroid hormone (ipth) result was obtained on one patient sample for an intraoperative patient on an immulite instrument. The sample had been run in duplicate and the second replicate resulted higher than the first. The discordant result was not reported to the physician(s). The patient was redrawn and the sample was rerun in duplicate on the same instrument and resulted as expected. The first replicate result from the redraw sample was reported to the physician(s). The customer stated that completion of surgery was delayed due to the patient requiring a redraw for the correct result to be obtained. It is unknown if there was any patient intervention or adverse health consequences due to the discordant, falsely elevated ipth result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the data provided by the customer, the cause of the discordant, falsely elevated ipth result is unknown. A redraw sample from the patient was run in duplicate on the same instrument and both replicates resulted as expected. The instrument is performing according to specifications. No further evaluation of this device is required.